Manufacturer narrative:
Exact date unknown, event occurred two years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was not able to recharge the ipg. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.